Event description:
Surgeon had used the shuttle needle to pass suture twice and on the third pass, noticed the tip was broken off. The tip was not found in the patient but assumed to be in the joint. There are currently no plans to remove the tip. X-ray was not taken. The surgeon ended up replacing the needle (different lot number) and completed the case.

Manufacturer narrative:
No product has been returned for evaluation.